Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (lightheaded). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-027: time/date not set properly in meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer called requesting assistance with setting the time and date on their new true metrix meter. Customer was trained through steps for setting time and date based on the IFU. The customer reported feeling lightheaded; medical attention was not needed at the time of the call. Coordinator had initially spoken with customer and transferred customer's information to technician. When contact by technician customer advised she had been able to obtain a blood glucose test result of 156 mg/dl using the true metrix meter. The test strip lot manufacturer¿s expiration date is 07/18/2026; product storage and open vial date were not provided.